Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012 21:01:38. During night drain cycle three, the patient's ultrafiltration reading was 2033ml, indicating the home patient (hp) drained 2033ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up MDR will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). This complaint is an ancillary service event found during the investigation of (B)(4), and was determined to be a duplicate of (B)(4). Refer to manufacturer report number 1423500-2012-08093 for the investigation. If any additional information is received, a followup will be sent.